Manufacturer narrative:
Reported event: an event regarding patient factors involving a triathlon patella was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: [.....]the note states there was a large cystic defect behind the patella component. On the x-ray provided it was difficult for me to confirm this. The surgeon states there was a large cystic lesion found within the central portion of the patella with no tissue within it. It was treated with cement for the defect and a cemented patella component was placed. Conclusion of assessment: this inquiry reports a revision of a cemented triathlon implant for treatment of a cystic lesion of the patella approximately 6 years after the index surgery. I can confirm that this event took place since I have reviewed the operation reports and the pre and post op xrays. Regarding the possible root cause of this event, I cannot determine it with certainty. It appears to be unrelated to the implant or fixation and may represent a spontaneous occurring lesion -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had bilateral simultaneous index tka on (B)(6) 2015. Patient complains of right anterior pain with patellar lysis (suspicion of pji or tumor). Undergoes revision on (B)(6), 2021. No infection, or tumor. Exchanged patella and liner only.

Event description:
Patient had bilateral simultaneous index tka on (B)(6) 2015. Patient complains of right anterior pain with patellar lysis (suspicion of pji or tumor). Undergoes revision on (B)(6) 2021. No infection, or tumor. Exchanged patella and liner only.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps x3 tibial insert; cat # 5532-g-309; lot # mnr09l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.